Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with an insulin pump. The customer experienced a discrepancy in reading between sensor glucose and blood glucose values. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the high blood glucose, and the customer has been using the insulin pump system within 48hours of reported high blood glucose event. The customer was unable to remove/change the infusion set. Troubleshooting was performed for the sensor glucose vs blood glucose, and the customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. Explained to the customer that the sensor may no longer be responding to glucose changes and explained possible causes. The discrepancy between the sensor glucose value of 248 mg/dl and the blood glucose value of 336 mg/dl was not within the target range. The difference in value between sensor glucose and blood glucose was 88 mg/dl. No further patient complications were reported. No product return is required for mmt-7040c1.